Event description:
It was reported that the patient presented in the operation room for implant procedure. It was noted that the right atrial (ra) lead failed to capture during the procedure. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2022. The patient was recovering well after the procedure.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 52.7 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.